Event description:
The customer's mother was "very upset" and stated that "the pdm bg meter is not working at all." Her daughter's bg readings had decreased from 187 to 163mg/dl; at this point, she began to have seizures. Twenty mins later, an ambulance came; her bg levels were checked and measured 32mg/dl. The mother stated that "reason why her [daughter] had to be rushed to the ambulance" is "due to the bg meter not working." The pdm will be returned for eval.

Manufacturer narrative:
The pdm was returned for investigation and no problem was found that would have caused or contributed to erroneous bg readings or the meter "not working at all." The bg meter was thoroughly evaluated - all readings tested fell within specified tolerance limits. The bg meter was found to have performed as intended and was fully capable of providing accurate readings. All other testing performed on the pdm confirmed that the device was functioning as designed. Based on the investigation results, there is no indication of any pdm failure that would have contributed to erroneous bg readings. No problems were found. No internal corrective action has been initiated as a result of this report as no pdm failure mode was found. The device performed as designed without issue.